Event description:
It was reported that the clinical study patient experienced a fever, aches, and fatigue several weeks after a spinal cord stimulation (scs) implant procedure. The patient then experienced wound irritation and itching at the ipg site. The patient was administered hydroxyzine. An ipg ultrasound seemed to indicate fluid. Therefore, the site was swabbed for cultures and attempted to be drained, however, no fluid was aspirated. Symptoms resolved shortly after taking over-the-counter medication. The patient reported feeling well by morning, however, cultures returned positive, as such, the patient was administered cephalexin IV and underwent a scs system explant procedure. There were no reported issues postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), lot: 7089702 ; product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), lot: 7089427; product family: scs-linear fixation, upn: m365sc43160, model: sc-4316, serial: n/a, lot: 30626338.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), lot: 7089702 . Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), lot: 7089427. Product family: scs-linear fixation upn: m365sc43160, model: sc-4316, serial: n/a, lot: 30626338. The returned ipg passed inspection and revealed no visual anomalies. The returned lead sc-2218-70 sn (B)(6) passed inspection and revealed no visual anomalies. The returned lead sc-2218-70 sn (B)(6) passed inspection and revealed no visual anomalies other than a clean cut. This damage to the device is a result of a typical explant procedure and it is not considered a device deficiency. The returned clik anchor passed inspection and revealed no visual anomalies. A product labeling review identified that the device was used per the instructions for use (IFU), product label. Additionally, infection is noted within the IFU as a potential risk associated with implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the clinical study patient experienced a fever, aches, and fatigue several weeks after a spinal cord stimulation (scs) implant procedure. The patient then experienced wound irritation and itching at the ipg site. The patient was administered hydroxyzine. An ipg ultrasound seemed to indicate fluid. Therefore, the site was swabbed for cultures and attempted to be drained, however, no fluid was aspirated. Symptoms resolved shortly after taking over-the-counter medication. The patient reported feeling well by morning, however, cultures returned positive, as such, the patient was administered cephalexin IV and underwent a scs system explant procedure. There were no reported issues postoperatively. Additional information was received that the patient also experienced redness and swelling below both eyes. The symptoms improved significantly with hydrocortisone topical cream, hydroxyzine, and benadryl. However, upon follow-up, after the device was explanted, the patient exhibited a rash on her back, chest, abdomen, arms, and legs. The thighs seem to be impacted the most. The patient was administered medrol and the antibiotic was changed from keflex to doxycycline.